Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.   Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on: (B)(6) 2005: the patient was admitted with the following preoperative diagnosis: left l4-5 far lateral herniated disc. He underwent the following procedure: left l4-5 extraforaminal microdiskectomy. No patient complications were reported. The patient was discharged on the same day. On (B)(6) 02 mar 2006: the patient was admitted with the following preoperative diagnosis: left l4-5 recurrent herniated disc and foraminal stenosis. He underwent the following procedures: left l4-5 partial hemilaminectomy, medial facetectomy, foraminotomy, minimal discectomy. No patient complications were reported. On (B)(6) 2006: the patient was discharged. On (B)(6) 2006: the patient was admitted with the following preoperative diagnosis: left l4-l5 foraminal stenosis. He underwent the following procedures: left l4-l5 facetectomy, foraminotomy and re-exploration discectomy, left l4-l5 transforaminal lumbar interbody fusion and placement of peek cage and rhbmp-2 bone morphogenic protein graft, application of plate spinous process plate instrumentation. Per op notes, the inferior facet of l4 was found to be fractured and was removed. Herniated disc material was encountered in the foramen and was removed with micropituitary forceps. The disc space was then entered and total discectomy was carried out. All cartilaginous endplate was removed. Various sizes were placed into the disc space to determine the appropriate size for the cage, and a 12 mm height 26 mm length cage was selected. Rhbmp-2 bone morphogenic protein graft was reconstituted and placed onto the appropriate collagen sponges. One sponge was cut in half and packed inside the disc space and the other was rolled up and placed inside the cage. The cage was then impacted into the disc space. This reconstituted the normal disc space height and eliminated the previous scoliosis with asymmetrical collapse of the disc space. The wound was then closed. No patient complications were reported. On (B)(6) 2006: the patient was discharged. On (B)(6) 2006: the patient was admitted with the diagnosis of acute appendicitis. On (B)(6) 2006: the patient underwent the following procedure: appendectomy, emergency. No patient complications were reported. On (B)(6) 2006: the patient was discharged. Patient alleges unspecified injury due to the use of rhbmp-2